Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that while the patient was watching television and stood up, the infusion set's tubing was detached from the quick release. The site location was right side of patient's abdomen, with the pump located on the right side as well. Reportedly, the infusion set was stored in the kitchen cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 123 mg/dl. According to the complaint investigation performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector due to it was not correctly assembled onto the tubing connector. No further information available.